Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. Testing revealed that the power cord for the viewing station of the imaging system was replaced to restore functionality. The imaging system then passed the system checkout and was found to be fully functional. The power cord has been received by the manufacturer for evaluation. However, results are not available at this time. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that, while outside of a procedure, wires on the power cord of the viewing station of the imaging system were exposed. There was no patient present when this issue was identified. No additional information was provided.

Manufacturer narrative:
The analysis of the power cord for the imaging system was completed by medtronic personnel. Testing found that there was a tear in the insulation resulting in exposed wires. If information is provided in the future, a supplemental report will be issued.